Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auto/man switch was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected. There was no patient involvement.

Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation during pre-use check. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to update previously reported information. The initial report indicated a potential bag/vent switch functional failure. Upon further investigation, it was determined that the actual issue was a power supply failure. The power supply unit was replaced to resolve the issue. Additionally, the b3 incident date and g3 date received by manufacturer fields have been corrected based on updated information.